Manufacturer narrative:
The customer reported complaint of keypads being replaced due to the devices not turning on were evaluated. Five keypads were confirmed not power on when pressing the power on key and had intermittent keys failed when place on test fixture. The remaining four keypads had various keys that did not respond, but no faults found with power on keys. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 02/20/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/21/2020 and indicated that this device has been (twice) returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads are received for investigation.

Event description:
It was reported the front case with keypad is being replaced as the device will not turn on. There was no patient involvement.